Manufacturer narrative:
Approximate age of device ¿ 4 years, 9 months. It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after over 4.5 years of support, the patient noticed an increase in pump power consumption. The patient was admitted to the hospital and a blood sample revealed unspecified signs of hemolysis. A system controller log file captured intermittent pump power increases to greater than 9w. The patient underwent an elective pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemolysis could not be conclusively determined. The reported pump power elevations were confirmed through the evaluation of the submitted system controller log files; however, a specific cause for the pump power elevations could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.